Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I and provided the following data for a 68-year-old male patient who presented to the emergency department on (B)(6) 2026. The customer provided the following laboratory data: customer cut off for male is <34ng/l on (B)(6) 2026: sample ID (B)(6) result was 139 ng/l on sn: (B)(6), sample ID (B)(6) result was 138 ng/l on sn: (B)(6), sample ID (B)(6) result was 133 ng/l on sn: (B)(6). On (B)(6) 2026: sample ID (B)(6) result was 138 ng/l on sn: (B)(6). On (B)(6) 2026: sample ID (B)(6) result was 133 ng/l on sn: (B)(6). On (B)(6) 2026: sample ID (B)(6) result was 125 ng/l on sn: (B)(6), sample ID (B)(6) result was 132 ng/l on sn: (B)(6). The customer reported that a sample was sent to a reference lab and the troponin t result was <14. The customer reported that they don't have any further clinical details for the patient. There was no reported impact to patient management.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending by list number (03p25) and by complaint lot 83089ud00 did not identify any trends. Labeling was reviewed and sufficiently addresses the customer¿s issue. A review in the corrective and preventive actions (CAPA) system did not identify any nonconformances, potential nonconformances, or deviations associated with the complaint lot and complaint issue. The overall performance of the architect stat high sensitive troponin-I assay in the field was reviewed using data gathered from customers worldwide. Review shows that the median patient result for the lot 83089ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Based on our investigation, no systemic issue or deficiency with the architect stat high sensitive troponin-I reagent for lot 83089ud00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 3p25 (architect troponin-I, stat high sensitive) that has a similar product distributed in the us, list number 2r98 (architect troponin-I stat high sensitivity), with 510k/PMA/bla number k191595.

Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I and provided the following data for a 68-year-old male patient who presented to the emergency department on (B)(6) 2026. The customer provided the following laboratory data: customer cut off for male is <34ng/l. On (B)(6) 2026: sample ID (B)(6) result was 139 ng/l on sn: (B)(6), sample ID (B)(6) result was 138 ng/l on sn: (B)(6), sample ID (B)(6) result was 133 ng/l on sn: (B)(6). On (B)(6) 2026: sample ID (B)(6) result was 138 ng/l on sn: (B)(6). On (B)(6) 2026: sample ID (B)(6) result was 133 ng/l on sn: (B)(6). On (B)(6) 2026: sample ID (B)(6) result was 125 ng/l on sn: (B)(6). Sample ID (B)(6) result was 132 ng/l on sn: (B)(6). The customer reported that a sample was sent to a reference lab and the troponin t result was <14. The customer reported that they don't have any further clinical details for the patient. There was no reported impact to patient management.